Manufacturer narrative:
The source of the reported clinical observations was not identified and efforts to obtain additional product issue details were unsuccessful. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this system exhibited pacing impedance measurements less than 200 ohms on the atrial channel. Additionally, noise was observed that was oversensed. The patient has leukemia and it was noted that a system replacement will be performed later this month. No adverse patient effects were reported.